Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer is complaining of questionable results for one patient sample tested with the elecsys tsh assay on two different cobas 6000 e 601 module analyzers with unknown serial numbers. A sample was tested on (B)(6) 2016 on a beckman coulter analyzer with a tsh of 2.011 uiu/ml. A second sample was tested on (B)(6) 2016 on a roche e411 analyzer with a tsh of 1.83 uiu/ml. A third sample was tested on (B)(6) 2016 on 2 different e 601 analyzers with results of 19.49 and 20.00 uiu/ml. Information for a second lot of tsh reagent was provided: lot number 179010 with an expiration date of 07/31/2017. It is unknown which lot number of reagent produced which result. It is unknown if erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. Calibration signals for the analyzer running lot number 185522 of the tsh reagent were high. Calibration signals for the analyzer running lot number 179010 were ok. Quality controls for both analyzers were ok.